Event description:
A discordant, falsely elevated hemoglobin a1c (hba1c) result was obtained on one patient sample on a dimension vista 500 instrument. The falsely elevated result was reported to the physician(s), who questioned it. The sample was then repeated on the same instrument and resulted lower than the initial result. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated hba1c result.

Manufacturer narrative:
A siemens headquarters support center (hsc) specialist reviewed the result-calculation data. All quality control (qc) results were within the lab's ranges. No error flags were generated. The cause of falsely elevated hba1c result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The initial MDR 1226181-2014-00546 was filed on october 27, 2014.corrected information: section b6 of initial MDR stated that the corrected hba1c value was 6.8%. The actual result was 6.3%.